Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? No. If so, did the "noise" prevent insufflation? Please describe the noise. Na. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Asku. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Yes, the surgeon stated that the duck bill was not closing completely. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Dissector and scope. Was any torque being applied to the trocar or device? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking pneumo whether there was a device inserted or not. They were using a 12mm scope and dissector. The surgeon stated that the duck bill seal was not closing completely. The case was completed with the device and no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. A batch record review was performed and no anomalies were found during the manufacturing process.